Manufacturer narrative:
The device history record for was reviewed and no non conformities were found that would have led to the reported complaint

Event description:
An update was provided on (B)(6) 2024. The customer has stated there was a delay in starting surgical procedure, the supervision was necessary following this event. The problem occurred with the procedure in progress, estimated time of approximately 30 minutes onwards. The programming entered for the infusion was insertion of the needle and device and almost immediate infusion. The infused therapy was hydrating electrolytes and drugs for anesthetic induction. No chemotherapy. The infusion therapies and device were replaced. The blood loss or backflow were not significant due to early interception. The patient's condition before and after the event was stable.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. E1 initial reported (full) phone number: (B)(6).

Event description:
The complaint/event involved a check valve with male/female luer lock. It was reported that the anti-reflux cap position had constant blood leakage from the cap at the first use. There were no clinical consequences as a result of this complaint/event.